Event description:
New information received notes that the patient's implantable cardioverter defibrillator (ICD) was explanted and replaced on (B)(6) 2021. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up. It was discovered that the patient's implantable cardioverter defibrillator (ICD) could not be interrogated with a programmer. The same programmer was noted to be able to interrogate another device normally. The physician believed that the ICD may have premature battery depletion since the previous follow up showed longer device longevity. No intervention took place at the time. The patient was in stable condition.